Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5 12.6 implantable collamer lens -7.00/6.0/082 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The lens was reported as having low vault with rotation. The lens was repositioned on (B)(6) 2024. This did not resolve the problem. Cause of the event was unknown. The lens remains implanted.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. B5 - lens explanted and replaced with different diopter lens. Problem resolved. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic deformed. Dimensional inspection found the lens to be within specification. Claim# (B)(4).